Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), pelvic pain ('pain/ pelvic pain/ pelvic area pain') and genital haemorrhage ('heavy bleeding') in a 23-year-old female patient who had essure (batch no. C95070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test". The patient's medical history included multi gravida, parity 2 and pregnancy. She underwent hsg in (B)(6) 2015. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included obesity, abdominal pain, penicillin allergy (rash), back pain, dysmenorrhea, dyspareunia, adenomyosis uteri, intramural leiomyoma of uterus and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids, ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the endometritis, genital haemorrhage, depression and anxiety outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, endometritis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right- 4 coils were seen, left- 3 coils were seen. Discrepancy: she did not underwent confirmation test however as per mr in (B)(6) 2015 hsg was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain/ pelvic area pain'), endometritis ('chronic endometritis') and genital haemorrhage ('heavy bleeding') in a 23-year-old female patient who had essure (batch no. C95070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test". The patient's medical history included multi gravida, parity 2 and pregnancy. She underwent hsg in (B)(6) 2015. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included obesity, abdominal pain, penicillin allergy (rash), back pain, dysmenorrhea, dyspareunia, adenomyosis uteri, intramural leiomyoma of uterus and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids, ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the endometritis, genital haemorrhage, depression and anxiety outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, endometritis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right- 4 coils were seen, left- 3 coils were seen. Discrepancy: she did not underwent confirmation test however as per mr in (B)(6) 2015 hsg was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and medical record received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, chronic endometritis, she did not underwent confirmation test. Event outcomes were updated. Concomitant drugs, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and pelvic pain ('pain/ pelvic pain/ pelvic area pain') in a 23-year-old female patient who had essure (batch no. C95070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent confirmation test". The patient's medical history included multi gravida, parity 2 and pregnancy. She underwent hsg in (B)(6) 2015. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included obesity, abdominal pain, penicillin allergy (rash), back pain, dysmenorrhea, dyspareunia, adenomyosis uteri, intramural leiomyoma of uterus and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids, ondansetron (zofran) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the endometritis, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, endometritis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right- 4 coils were seen, left- 3 coils were seen. Discrepancy: she did not underwent confirmation test however as per mr in (B)(6) 2015 hsg was done. Received treatment for pain and abnormal bleeding related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pelvic pain and genital hemorrhage was updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.